Manufacturer narrative:
X-ray review results: post-op x-rays for multilevel thoracic to pelvic fixation were provided. Interbody grafts are present at l5-s1, l4-l5 and l3-l4 appear to be previous artificial disc replacements. One of the set screws at the sacrum is out of the screw head. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent open lumbar fusion at l2-pelvis. On an unknown date, post-op, set screw dislodged from the pedicle screw. Hence, a revision surgery was performed, in which the loose screw was removed and was replaced with bigger screw. No other patient complications were reported.